Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported explant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the event(s) that prompted the explant could not be conclusively established. Low flow alarms were confirmed via the evaluation of the log files provided by the account; however, a specific cause for the alarms could not be conclusively determined through this investigation. The controller event log file contained events from 22dec2022. Transient low flow alarms were recorded due to the estimated flow hovering around the low flow threshold for the majority of the log file. No other notable alarms were captured, and the pump appeared to have been operating as intended at the set speed. Additional information regarding the event, as well as product return availability, was requested from the account; however, nothing has been provided at this time. (B)(6)was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
On (B)(6) 2022, it was noted that the patient was experiencing frequent low flow alarms. It was reported that the patient was explanted on (B)(6) 2023.